Event description:
It was reported that this brady lead was surgically abandoned due to the lead exhibiting high pacing thresholds which rose overtime and caused the longevity of the device to severely diminish. A new brady lead with the same model was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).